Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) had suddenly shutdown. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. The fse inspected the unit completely checked all fuses and voltages found fine. Reset all connection. Checked the machine with trainer and balloon. Observe the machine mare than 3 hrs. No any issue found in machine. Machine work satisfactory.